Event description:
Customer alleges, aerosol stopped blowing out medication through tube. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this event. Model irc1705, serial number/date code (B)(4) is approximately 1 year and 4 months of age. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the compressor stopped blowing out air through the tubing to create the aerosol for the medicine.